Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 700 mg/dl with ketones that a healthcare provider deemed life threatening in (B)(6) 2026 (specific date not provided). Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, due to the elevated bg, the customer experienced an acute kidney injury. The customer was released on (B)(6) 2026 with the issue resolved.